Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-01334, 1627487-2020-01335, 1627487-2020-01337, 1627487-2020-01338. It was reported that patient never received effective therapy. As a result, patient did not charge the ipg as recommended. In turn, the ipg became inoperable and patient lost therapy. Surgical intervention may be pending to address the issue.